Event description:
Event- consumer reusing pen needles. Consumer needle broke. Email comments: I was diagnosed with type 2 diabetes in 2018. I have struggled since that day to maintain a healthy lifestyle with hopes of controlling my blood sugar. Unfortunately, I can no longer afford your 32/4mm nano pen caps. I have been reusing the same needle cap for 2 months. And today it broke. I am not sure if your company has a program to help people like me. I am in desperate need of needle caps so I can take my insulin. I am on lantus twice daily and lispro 3x daily. If there is anything your company can do to help me acquire needle caps so I can take my insulin, I would greatly appreciate it. Thank you so much for your time and assistance with this serious issue. Item # unknown 32g- 4mm, lot # unknown at this time, status discard, date of event unknown.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.